Manufacturer narrative:
Product complaint # (B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm if surgifoam was used? What was the indication for us of the surgifoam? How was surgifoam used? Was surgifoam removed after hemostasis was archived? Was the lump afterwards examined? If yes, what was the conclusion? Did the patient fully recover? Are the medical records available? Is there an e-mail address available for any future correspondence regarding this event? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. In (B)(6) 2021 she had growth removed from arm. The patient ended up with hematoma that was drained the next day and was packed with an item she believes to be absorbable hemostat. She also experienced a lump in her arm that did not go away after months. The patient had it removed since it did not absorb after four months. Additional information was requested.